Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. Device data showed the device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised the boston scientific representative of the findings and that this device should be explanted. This device was subsequently explanted. No additional adverse patient effects were reported.